Manufacturer narrative:
Continuation of d10: product ID 8780 serial (B)(6) implanted: on (B)(6) 2024 : product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial (B)(6) , ubd: 20-nov-2025, (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid via an implantable pump. It was reported that the patient was not feeling any pain relief. The patient is off of all oral meds. The healthcare provider that the patient saw on (B)(6) 2024 was not the implanting healthcare provider and consulted with that healthcare provider over the weekend. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed at this time. The actions and interventions taken to resolve the issue was the healthcare consulted with the implanting healthcare provider over the weekend of the belief that anterior catheter position was the reason for the patient¿s lack of pain relief. Implanting healthcare provider is considering dye study to verify catheter placement and integrity. Nothing g is scheduled at this time. The issue was not resolved at this time. Additional information was received on 19-apr-2024 from the company representative who reported that the patient came in today for a dye study with complaints that since implant she has not felt therapeutic relief. The reporter confirmed that dye study was successful, catheter was patent and catheter placement is posterior h however, physician was unable to aspirate from the cap (catheter access port) initially. The reporter confirmed mdt cap kits were used and it was discussed having physician try therapeutic bolus, conversation about dosing etc. The reporter stated the patient has not had a refill yet so will be checking for volume discrepancy at next fill.